Manufacturer narrative:
Concomitant medical products: product ID: 748940, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. Product ID: 389033, lot# v003997, implanted: 2006-(B)(6), product type: lead. Product ID: 748940, serial# (B)(4), implanted: 2006-(B)(6), product type: extension. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Specifically, the patient had a fall about 6 months ago and lost the therapy from their implantable neurostimulator (ins) on their left side where they needed it. Impedance testing showed that contacts #4, 5, 6, and 7 had values >4000 ohms while contacts #0-3 seemed to be normal. The battery was noted to be at 2.67 volts. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report but further follow-up is being conducted to obtain this information. Should additional information be received a supplemental report will be filed.